Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury. Device issue: failure to cross and shaft separation. It was reported that a 2.0 x 15 mm non-abbott balloon catheter was used to pre-dilate the lesion; however, the 2.75 x 15 mm xience v stent delivery system (sds) was unable to cross the lesion. The same balloon catheter was advanced and unable to cross the lesion. A 2.5 x 15 mm non-abbott balloon catheter was inflated and the same xience v sds was advanced but again did not cross the lesion. After several attempts to advance the xience v sds, the proximal shaft fractured in two pieces. The procedure was aborted without complication. There were no reported patient effects. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the shaft, balloon, stent implant and in the guide wire lumen. There was a thick crystallized contrast on the shaft, balloon and stent implant. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 19.7 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was stretched and separated at the same location. There were kinks in the hypotube 1.3 cm proximal to the separation and 0.7 cm and 1.8 cm distal to the separation. There were no kinks noted to the tip or to the inner member. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant and the met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and calcified, which likely contributed to the inability to cross. Analysis of the returned product noted blood on the shaft, balloon, stent implant and in the guide wire lumen and thick crystallized contrast on the shaft, balloon and stent implant. This is consistent with handling and use inside the body. The stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameter dimensions met manufacturing criteria. The hypotube had separated 19.7 cm distal to the strain relief tubing, thus confirming the reported information. The fracture faces were ovaled as if kinked prior to separating. The jacket was stretched and separated at the same location. This type of separation is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were kinks in the hypotube in the vicinity of the separation. In this case, the patient's anatomy was moderately tortuous and calcified, which likely contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the finished device lot history records did not reveal any nonconformances associated with this lot which could have contributed to this complaint. In this case, the inability to cross, hypotube separation, and kinks appear to be related to operational context.